Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had changed the batteries a second time and the device has no alarmed since. The customer stated that they will monitor the device for any further issues. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.